Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Date of event and date of implant has been estimated.

Event description:
It was reported that the stent implant jumped. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). As this is confirmed to be a duplicate event which was previously reported, no further evaluation is required. These events were previously reported under the following MFR numbers: (B)(4) MFR number: 2024168-2017-07295; (B)(4) MFR number: 2024168-2017-00380.

Event description:
The following events with patient identifiers (B)(6), have been determined to be duplicate events of patient identifiers (B)(6). The events were discussed in a group meeting which resulted in multiple participants reporting the same events when only two had actually occurred.